Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b3 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event date was 8/27/2025.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable, failed leak test, faulty cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "picture not working, flickering and blurry" was due to faulty cable. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's picture was not working. It was flickering and blurry. There were no reports of patient harm.